Manufacturer narrative:
Additional procode: krd/hcg. (B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an orbit galaxy coil (640cx0408/ 17371416) couldn't be advanced nor retrieved by the physician. This was the first coil used. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Conclusion: updated: as reported by a healthcare professional, an orbit galaxy coil (640cx0408/ 17371416) couldn't be advanced nor retrieved by the physician. This was the first coil used. There were no potential patient adverse events associated with the event. Multiple attempts to obtain additional information were unsuccessful. A non-sterile og cmplx xtrasoft coil 4x8 received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped and a kinked section can be observed on it. The support coil, gripper and the embolic coil were found outside of the introducer. The gripper and the embolic coil were inspected under microscope, the gripper was found without damages while the embolic coil was found stretched/kinked. The od from the delivery tube was measured and was found within specification. The functional test cannot be performed since the introducer was found kinked, and it cannot be re zipping. A review of the manufacturing documentation associated with this lot 17371416 presented no issues during the manufacturing process that can be related to the reported complaint. The inability to advance the device in the microcatheter could not be evaluated since the introducer was found kinked. The cause of the damages found on the device (introducer kinked, embolic coil stretched/kinked) was apparently caused by applying excessive force on the device. These damages may have occurred during post-procedure handling and shipping. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally inspections are in place as that prevents this kind of failure from leaving the facility. No corrective action will be taken at this time.

Manufacturer narrative:
DHR review was performed on 9/2/2016. Additional information was received on september 18, 2016. There were no potential patient adverse events associated with the event. Three attempts to obtain additional information and product return for analysis were unsuccessful. As reported by a healthcare professional, an orbit galaxy coil (640cx0408/ 17371416) couldn't be advanced nor retrieved by the physician. This was the first coil used. There were no potential patient adverse events associated with the event. It was reported that the device would be returned for analysis; however, after three attempts to obtain the product and additional information, the product was not returned and no additional information was provided. The device was not available for analysis. Review of DHR for lot 17371416 concluded that there were no issues that were considered potentially related to the reported complaint. The resistance of the orbit galaxy and the unspecified microcatheter could not be confirmed without product return for analysis. Based on the minimal information provided, the root cause of the event could not be determined; however, procedural/handling factors or the unspecified microcatheter may have been contributing factors. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.